Event description:
It was reported that low impedance out of range measurement occurred one day after the ra lead was implanted, and noted that atrial lead impedance is off and has been off since at least one month post implant. It was also reported that during use of the right atrial (ra) lead an alert triggered and was noted for low impedance. The same low impedance was noted to have previously occurred and the atrial impedance alert was turned off at that time. The ra lead also exhibited an alert for high impedance. Additional information received indicated it was noted by previous physician ra lead erratic impedance values were noted. The previous physician also noted it was a possible cardiac resynchronization therapy defibrillator (crt-d) loose set screw and the planned action was to monitor patient. No action or intervention was performed the planned action is to monitor the patient. The crt-d and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.